Event description:
Customer reported nurse set up a secondary infusion of 10 meq kc1. Nurse noted that the secondary was dripping extremely fast and retrograding into the primary saline bag. The pump was turned off and the secondary continued to drip into the saline bag. The 1000 cc saline bag seemed extra full. Hospital biomed investigated the tubing. They disassembled the check valve and found that the disc was misaligned possibly causing the check valve failure. They will send the tubing in for further investigation. No pt harm reported. Medwatch report has been provided by the customer (no identification number). Although requested, no further info was provided.

Manufacturer narrative:
(B)(4). The set has been received and the eval is pending. A follow up report will be submitted with failure investigation results once the eval has been completed.